Manufacturer narrative:
Date of event is estimated. The allegation is against 1 of 2 leads; however, it is unknown which lead; therefore, all potential components are being listed. Additional components potentially involved in the event include: common device name: octrode lead kit, 60cm length, model: 3186, UDI: (B)(4), serial: (B)(6), batch: a000036044.

Event description:
It was reported that the patient experienced ineffective therapy and was unable to set the ipg to MRI mode due to high impedances on one lead. The patient has a history of falls. Surgical intervention may take place in the future to address the issue. It is unknown which lead caused / contributed to the event.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Additional information received indicates surgical intervention took place on (B)(6) 2025, wherein the lead was explanted and replaced to address the issue.